Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver head broke off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.